Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported and the device was implanted in 2018. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4).. The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a procedure performed in 2018. As per reported by the patient's attorney, since the device implantation, the patient has complications including erosion, chronic infections, pain, and the inability to urinate without daily catheterization. Reportedly, these issues were not present before the implantation and no doctor is willing to remove the mesh due to the complications from erosion and her infections. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an advantage fit device was implanted into the patient during a mid urethral sling with anterior repair, sacral colpopexy, hyadraulic bladder dilation, and installation of dimethyl sulfoxide procedure performed in (B)(6), 2018 for the treatment of stress urinary incontinence and pelvic organ prolapse. As per reported by the patient's attorney, immediately after the device implantation, the patient began having complications stemming from the implanted mesh. On (B)(6), 2018, the patient experienced itching and was prescribed with benadryl. Up to the present time, the patient continues to suffer the same complications causing her to have frequent infections, constant pain that can only be treated by prescribing of opioids, and the inability to void urine requiring daily catheterizations. Furthermore, the patient has experienced erosion of tissue, and tissue scarring caused by the mesh. Reportedly, these issues were not present before the implantation. These chronic complications have caused hospitalizations and no doctor is willing to remove the mesh due to the complications from erosion and her infections.

Manufacturer narrative:
Block e1: (B)(6). Block h6: patient codes 1750, 2119, 1994, 2060, 1930 and 1943 capture the reportable events of erosion, inability to urinate without using catheterizations, pain, tissue scarring, chronic infections, and itching. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.